Event description:
It was reported that the insulin pump alarmed unexpected restart and external ram crc error. The customer stated that this issue occurs 5 or 6 times per day. The customer was advised that the insulin pump would b replaced. No further info provided.

Manufacturer narrative:
Insulin pump alarmed unexpected restart after battery change due to cold solder joint on interface board. No external ram crc error alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event in the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.